Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. It was indicated that the device is not returning for evaluation as it was discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 17.5 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018 because the patient did not receive the desired near vision results wanted. Reportedly, the patient is unable to read at near without glasses. There was no incision enlargement and the outcomes do not significantly interfere with activities of daily life. There was also no vitrectomy performed and no sutures used. There was no patient injury and the patient is doing fine post-operatively. The explanted lens was discarded. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In the initial the complaint device was reported as discarded however the device has been returned and evaluated. Therefore, the following fields have been updated accordingly. Device available for evaluation: yes. Returned to manufacturer on: 01/09/2019. Device returned to manufacturer: yes. Method code updated to 10, additional results code 114. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.